Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. E1 - initial reporter establishment name: (B)(6). Based on the results of the investigation, it is likely that the following led to the malfunction: image noise occurred due to a malfunction in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a noisy image during reprocessing. There were no reports of patient involvement.